Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had a degraded downstream occlusion seal. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
Investigation codes: updated. Investigation summary: the affected device was returned for evaluation with tamper seal broken and in used condition. Device was decontaminated. Dso seal was bubbled, and uso seal was worn. Performed visual and functional testing. The reported problem was verified, and the root cause was the dso seal. As a result, the dso seal was replaced, along with the uso seal. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.